Event description:
It was reported that the patient presented to a heart failure clinic for routine left ventricular assist device (lvad) office visit. Upon interrogation of the device, it was noted that the patient had no external power alarms throughout the event log. The patient was without explanation when asked initially. The log files captured series of no external power events on (B)(6) 2022 and (B)(6) 2022 which were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events. The patient was unsure if the mpu had a v-lock connector but they believed it did. The patient also believed that the ac power cord came loose from the wall outlet and not from the back of the unit. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 4 days ((B)(6) per the timestamp). A no external power alarms activated on (B)(6) 2022 at 08:57, (B)(6) 2022 at 09:54, (B)(6) 2022 at 09:55, and (B)(6) 2022 at 22:04 due to the rsoc and bus voltage diminishing to ~0v with a loss of ac power while on the mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to the power source. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. . A root cause of the reported event was determined to be power cord coming loose from wall outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information was provided. The manufacturer is closing the file on this event.